Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in set) alarm during initial drain on the homechoice (hc). Home patient (hp) had already cycled power once to clear the se 2240 alarm. The hc had a se 2367 alarm on the display. Technical service representative (tsr) explained both alarms and had hp cycle power. Tsr advised hp to disconnect and start over with new supplies. Hp was in a hurry to get off the phone. Hp will call back with any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient regarding a system error 2240 alarm. The patient stated that she noted air in the line, but was unaware of the cause. Patient stated that she was able to start over with new supplies with the help of technical services. Patient stated that she did not notify her nurse of the incident, but is aware of proper procedures if this alarm occurs again. Patient reported no injury or medical intervention with the incident, and she continues to use the home choice for pd therapy to date. This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).